Manufacturer narrative:
Correction to section d6a: this field was populated in the initial report; however, the device is not implanted. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file; however, the reported replace power alarm was not confirmed. A review of the submitted event log file spanned approximately 5 days (B)(6) 2000 per time stamp). On (B)(6) 2023 at 10:11:57 while connected to the power module, a backup battery fault alarm activated due to a test circuit fault. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no low voltage alarms observed in the event nor periodic log files. No other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU), rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault and low voltage alarms. Heartmate 3 IFU rev. C, section 5-¿surgical procedures¿ states to ¿align the arrow on the ribbon cable with the arrow on the backup battery and then insert the cable into the battery socket.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm and a controller exchange was performed without issue out of an abundance of caution on (B)(6) 2023. Upon interrogation of the backup controller in the clinic on 15aug2023, the backup battery fault alarm was still active. A self-test did not clear the alarm on the backup controller, so the emergency backup battery (ebb) was replaced. Of note, no pins were noted to be bent on the removed ebb. The backup controller (with a new ebb) was connected to a power module to begin charging the ebb. The fault alarm was cleared with the ebb replacement. "Charging¿ appeared on the controller screen, but then intermittent ¿replace power¿ alarms began to appear on the controller. Neither power cable disconnect light were illuminated, but the yellow diamond was lit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.